Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b.5., d4, d6a, d6b., g2, g4, h.6.

Event description:
Patient reported rupture diagnosed via MRI. Healthcare professional later reported acute pain that has persisted for years, rupture and capsular contracture baker grade IV. Device has been explanted. This record created for left side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as fold flow opening. As per the investigation procedure non-penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported rupture diagnosed via MRI. Healthcare professional later reported acute pain that has persisted for years, rupture and capsular contracture baker grade unknown. Device has been explanted and device replace with non-allergan brand. This record created for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, b3, b5, b6.

Event description:
Patient reported left side rupture diagnosed via MRI. Device remains implanted.

Event description:
Patient reported, rupture. Device remains implanted. This record created for left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d4, d6a.